Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device would not run during testing. During in-house engineering evaluation, it was determined that the cutter device would not rotate while connected to the attachment device. It was also observed that the device failed for vibration during pretest. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event as unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.